Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. Patient is doing fine postoperatively. The explanted device will not be returned.